Manufacturer narrative:
Investigation concluded that the reported complaint is not attributable to a device malfunction. An interview with the doctor that completed the procedure was completed by bovie's director of clinical operations and medical affairs and the following was found: helium flow used during the case was found to be high for the compact areas being treated. It was determined that not enough openings were used for that flow rate. During the procedure the patient was not visible to the doctor and this was considered a contributing factor. Investigation concluded that the most probable root cause of the event was due to the technique used during this procedure.

Event description:
Patient alleged that during a j-plasma procedure helium was accumulated in her body. Patient also alleged that she suffered excruciating pain and could barely breathe.